Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 09.30 am, on (B)(6) 2017. She manages her diabetes insulin, and made no changes to her normal diabetes routine. The patient reported that 5-10 minutes after the alleged meter issue began she developed symptoms of ¿blurry vision¿, which she self-treated by administering 25 units of lantus insulin. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was no evidence that the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.